Manufacturer narrative:
The customer confirmed that they follow olympus instructions for use (IFU) to reprocess the device. During inspection and testing, the reported issues (sw3 failed and sw1 froze) were not confirmed. In addition, service found the bending tube was deformed, the adhesive on the bending section cover was chipped, there was a leakage due to worn knob, and there was dirt on the control section that was difficult to remove. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. Scratches were observed on the insertion tube, the tip cover, the up/down knob, the up down angle fixing lever, the right left angle fixing knob, the control section, the switch box, the control section cover, the right/left knob, the grip, the universal cord, the scope connector, and the scope connector cover due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the switch button #3 (sw3) was not working, and the switch button #1 (sw1) was freezing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material within the nozzle could not be further specified, and no further root cause could be presumed. It was considered that reprocessing of the device was conducted correctly. Olympus will continue to monitor field performance for this device.